Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided e1: last/given name unknown / not provided product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 was placed simultaneously with extraction. The patient had pain for three (3) weeks post op despite rounds of antibiotics/medrol dose pack (methylprednisolone) /eugenol dressing. The implant was removed due to pain.